Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se) verified the issue and replaced the power supply. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A power supply was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition. An investigation was performed and the identified root cause of the reported issue was isolated to an electronic component in the power supply. If information is provided in the future, a supplemental report will be issued.